Event description:
Boston scientific received information that they were attempting to implant a bi-ventricular system in this patient. A right ventricular (rv) and a right atrial (ra) lead were placed into the patient's heart but had not been fixated yet. The rv lead was passed through the valve and the patient went into ventricular tachycardia (vt) which escalated to ventricular fibrillation (vf). They externally shocked the patient many times. After external defibrillation, drugs, and chest compression they were able to get the patient back to normal sinus rhythm after about twenty minutes. The leads were removed from the patient and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.